Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately high. The patient tests her blood glucose 3 times a day. She typically tests before meals and occasionally after meals. The patient manages her diabetes with adjustable dosages of 70/30 insulin. The patient currently takes 45 units in the morning and 25 units in the evening. The patient indicated that the alleged issue started on an unspecified date/time in (B)(6) 2010. The patient claimed that due to the alleged issue, she developed symptoms of feeling tired and having the shakes on (B)(6) 2010. While feeling symptomatic, the patient claimed that she had tested her blood glucose with the reported lfs meter and gotten a result of "144 mg/dl" which did not correlate with how she felt. It is not known what time the lfs meter result was obtained. Due to the symptoms, the patient visited her doctor around 1:00-4:00 pm that same day. The patient did not take any actions related to diabetes treatment before going to the doctor's visit. In the doctor's office, the patient's blood glucose was reportedly tested on a doctor's office meter and results of "46, 64, and 88 mg/dl" were reportedly obtained. The patient stated that her doctor decreased her insulin regimen from 90 units per day to 70 units per day. The patient mentioned that she had been taking 90 units per day from (B)(6) 2009 to (B)(6) 2010, when she had the doctor's appointment. She denied receiving any treatment from the doctor's office visit. The patient did not have control solution for troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began. The patient also claimed that she had gotten a meter reading of "144 mg/dl" which did not correlate with her symptoms.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.